Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the implant summary card returned from the user facility, previously implanted cryolife tissue was explanted. According to the tissue database, the patient received pv00 sid (B)(4) (B)(6) 2000. The newly implanted tissue is sgpv00 sid (B)(4) implanted (B)(6) 2020. This investigation is relegated to pv00 sid (B)(4). The following additional information was received. "Severe ai and pr s/p re-entry sternotomy, redo root reconstruction, redo pulmonary homograft hx congenital aortic stenosis w/ ascending aortic dilation s/p ross."

Manufacturer narrative:
According to the returned implant summary card (isc) from the user facility, previously implanted cryolife tissue was explanted (B)(6) 2020. According to the cryolife implant database, pv00 ¿ 6429408 was implanted (B)(6) 2000 in this patient. The following additional information was received however, explanted tissue could not be confirmed as having been a cryolife product. "Severe ai and pr s/p re-entry sternotomy, redo root reconstruction, redo pulmonary homograft hx congenital aortic stenosis w/ ascending aortic dilation s/p ross". In an abundance of caution, pv00 - 6429408 will be investigated. No direct observations were made as the tissue was not returned to cryolife. A review of training records was performed. The records indicate that the technician who inspected this graft was appropriately trained at the time the task was performed. No anomalies noted. No root cause was identified. No action required at this time. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. No findings were identified that could have contributed to the reported event. No further action is needed. A review of the available information was performed. The newly implanted tissue is sgpv00 sid (B)(6) implanted (B)(6) 2020. This investigation is relegated to pv00 sid (B)(6) . The following additional information was received: "severe ai and pr s/p re-entry sternotomy, redo root reconstruction, redo pulmonary homograft hx congenital aortic stenosis w/ ascending aortic dilation s/p ross". Additional information was obtained from the cryolife implant database. The pv00 was implanted in a 16.4- year-old male patient as a right ventricle to pulmonary artery (rv-pa) conduit during a ross procedure on (B)(6) 2000. The pv00 was explanted on (B)(6) 2020 and replaced with an sgpv after approximately 19.6 years due to pulmonary valve regurgitation / insufficiency when the patient was 36 years of age. Young and middle-aged adults requiring aortic valve replacement (avr) represent a challenging patient population. There is an increasing body of evidence that suggests the ross procedure is associated with better long-term outcomes compared with conventional aortic valve replacement in young and middle-aged adults due to superior hemodynamics, no need for anticoagulation, and improved quality of life (mazine 2018). In addition, the ross procedure is the only avr option that has been shown to restore normal life expectancy to that of the general population (mazine 2018). Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Rates of freedom from pulmonary homograft reintervention for cryopreserved pulmonary homografts used for right ventricular outflow tract (rvot) reconstruction during a ross procedure have been reported in the literature, with rates ranging from 92.1%-97 .3% at 15 years (mazine 2016, david 2014, da costa 2014, martin 2017, sievers 2018) and 83%-93% at 20 years (mazine 2016, david 2014, martin 2017). Explant of a pulmonary homograft used to reconstruct the rvot in a ross procedure due to pulmonary valve regurgitation/insufficiency after approximately 19.6 years in a patient who was 16.4 years of age at time of implant is not unexpected and is consistent with published reports from the literature valvular insufficiency has been reported with use of cardiac allografts and is included as a potential adverse event in the cryovalve instructions for use. The root cause of the reported event is most likely structural valve deterioration of the pulmonary homograft resulting in pulmonary valve regurgitation/insufficiency. However, occurring over 19 years after implant, the graft can be considered to have performed within expectations. Valvular insufficiency and degeneration are known potential adverse event associated with the use cryopreserved cardiac allografts. Adequate precautions are provided in the instructions for use. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.